Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was melted and smoked when a wrong power cord was connected. The patient misplaced the original power cord and attached an incorrect power cord which led to smoke and melting of communicator. No adverse patient effects were reported. The communicator is deactivated.